Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent revision surgery and was converted to smith and nephew proximal humerus plate surgery due to nonunion. Initially, the patient was implanted with a lultiloc humral nailing system on an unknown date. The multiloc was removed without issue. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 3), screws: locking (part number unknown, lot unknown, quantity 2). This report involves one (1) 7mm ti multiloc humeral nail right/cann/240mm-sterile. This is report 1 of 6 for (B)(4).